Manufacturer narrative:
Occupation: initial reporter is a siemens representative. The reporting facility contact name was not provided. The facility phone number is (B)(6). Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The customer reported that during an interventional procedure, no x-ray was possible. The procedure was continued and finished using an alternate system. At the time of this report, adverse impact to the patient's health as a result of this event has not been reported to siemens. Siemens has requested additional information in order to investigate the reported event. The reported event occurred in (B)(6).

Manufacturer narrative:
Our experts conducted an investigation of the reported issue. During the investigation siemens local service engineer identified an issue with two printed wiring boards (pwbs) (d115 and d510). However, a detailed investigation could not be performed due to the printed wiring boards not being returned. However, based on the information provided by the engineer, our technical experts came to a conclusion that the issue of the d115 was caused by a loss of the capacitance leading to a short circuit. In this case the d510 was also destroyed with the short circuit. The cause of the complaint could not be determined in detail retrospectively. Both pwbs were exchanged and the concerned system works as specified. Thus, a hardware issue was determined as the relevant root cause.